Event description:
Philips received a complaint on the dfm100 defibrillator indicating that the device failed the therapy delivery test. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the device failed the therapy delivery test. It was not noticed if there were any emitted chirps, but the device issued the error message: therapy disabled. Run op check. Onsite evaluation was performed, a good known therapy board was fixed on the device. The fse determined the device failure was a result of a faulty therapy board. The therapy assembly was replaced to resolve the issue. The device was returned to full functionality, returned to service and remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was component failure. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.